Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site in the pt's proximal vein graft. Upon the initial inflation, the balloon burst at 8 atms. The stent was fully expanded and deployed. While attempting to withdraw the sds through the sheath, difficulty was encountered. A circumferential tear in the balloon was noted. A balloon catheter was introduced to post-dilate the vessel after which good flow was observed. Upon withdrawal of the catheter the vessel appeared to be blocked. There were no clinical sequeale reported relative to this event.